Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture surface and geometry were consistent with applying a side load to the tool while it was not turning. This is the first complaint for this product/lot combination. No additional information was available on follow-up. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that drill bit broke while turning a cranial flap. No patient impact was reported. No additonal information was provided on follow-up.